Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis.